Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited an unexpected decrease in remaining longevity and premature battery depletion is suspected. The device remains implanted at this time. No adverse patient effects were reported.